Manufacturer narrative:
(B)(6). Date of post-operative screw movement is unknown. This report is for two (2) unknown 5.0mm variable angle locking screws. Without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date. The complainant parts are not expected to be returned for manufacturer review/investigation. Unknown, as specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally treated on an unknown date for a left distal femur fracture with synthes hardware. Postoperatively, it was discovered that two (2) 5mm variable angle locking screws had backed out from the distal portion of the variable angle locking condylar plate. As a result, the screws began to bother the patient. The hardware removal procedure was performed on (B)(6) 2016. During the procedure, the plate and screws were removed fully intact. The patient was not revised to additional devices as the fracture had successfully healed. The procedure was completed successfully with no reported patient harm, surgical delay, or additional medical intervention required. The post-operative status of the patient was reported as stable. Concomitant device(s) reported: 4.5mm va-lcp curved condylar plate (part: 02.124.411 / lot: unknown, quantity: 1), 5mm va locking screws (part/lot: unknown / quantity 5), 5.0mm conical screw (part/lot: unknown / quantity 1), and 4.5mm cortical screws (part/lot: unknown / quantity: 2). This report is for two (2) unknown 5.0mm variable angle locking screws. This report is 1 of 1 for (B)(4).